Manufacturer narrative:
(B)(4). The original initial report was submitted on time and accepted through the emdr system. This report is re-submitted due to an FDA request to submit the initial report with the corrected MDR number.

Event description:
Customer complaint alleges "at end of case the anesthesiologist went to deflate the cuff to remove lma. Cuff would not deflate. It was said the cuff pilot failed. Lma had to be removed with cuff inflated". Alleged defect occured during use. It was reported there was no injury or consequence to the patient. Patient's condition was reported as "fine".